Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is an oblique periprosthetic fracture of the distal femur with moderate fracture separation. There is no dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is indicated for a revision procedure. Radiograph review indicates that the patient experienced an oblique periprosthetic fracture of the distal femur with moderate fracture separation. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.